Event description:
A malfunction alarm occurred with the customer's pump during insulin delivery. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in attempting to load a new cartridge, but the issue persisted, so they decided to replace the pump, which was under warranty. The customer was instructed on how to store and return the malfunctioning pump, and they agreed to use an alternative insulin delivery method in the meantime.